Event description:
A possible small leak was detected during a mammography s/p chest trauma. A subsequent ultrasound was done. The radiologist notes this following in his findings: "no cystic or solid lesion or abnormal shadowing on either side. Note is made of bilateral breast implants. Small amount of fluid adjacent to the inferior left breast implant at 6 o'clock is noted. Question small amount of implant leak". Patient has history of recent trauma to the chest due to a fall. Patient taken to surgery for implant removal and replacement. Leak of one implant confirmed; the other implant was intact. The implants were originally placed at another facility. Very limited information regarding them is available. Upon removal, the ruptured implant had no identifiable markings on it.device #1is this a laboratory device or laboratory test?no.